Event description:
Received information stating patient was experiencing high bg's and large ketones. Patient was admitted to the ER department.

Manufacturer narrative:
No product has been returned for evaluation. Should new information become available, a follow up MDR will be submitted.